Event description:
Information was received from a company representative regarding a patient who was implanted with a neurostimulator for bowel dysfunctional/ sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) would not communicate with the clinician programmer or the patient programmer. When it was on the table, the clinician programmer would not communicate and when moved away from the table, it then communicated. The issues resolved after they moved away from the emi (e electromagnetic interference) source. A couple days later, rep further provided that the issue occurred after new ins was placed in the pocket. No patient symptoms or harm were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.